Manufacturer narrative:
(B)(4). The insulin pump was received with no button response at down arrow button due to unlocked j2 connector on lcd board. There was no button error alarm during testing. The pump was unable to confirm unexpected battery out limit alarm, or unexpected restart alarm. The pump was unable to perform any tests due to buttons being unresponsive. The pump was received with cracks on the battery tube thread, reservoir tube lip, and case near display window corners. The end cap sticker was stained and there were minor scratches on display window.

Event description:
Customer reported via phone call that the buttons were sticking. Device had also alarmed battery out limit alarm and unexpected restart alarm. Customer's blood glucose was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.